Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, shock testing on an analyzer, and performing multiple 30 j tests, using the returned one-step cable and test pads without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. It's noteworthy to mention customer was using a biotechqed-6 analyzer and not a fluke impulse 4000 as it is recommended in the device service manual. No trend is associated with reports of this type